Event description:
Caller reported that cartridge was not fitting properly on pump. Customer's blood glucose level exceeded 500 mg/dl due to issue, with no specific value provided other than a display of "high." To address elevated glucose level, customer administered a correction injection via multiple daily injections (mdi) without assistance from third parties. Customer service instructed caller to inspect pump and pneumatic tap, advising removal of an o-ring and cleaning with an alcohol wipe or lint-free cloth. Cartridge o-ring was found in place and undamaged. Caller successfully reloaded cartridge after guidance to load menu on pump, resolving issue.